Event description:
The customer reported that during a rectum procedure, a small part of the dissector became disengaged while removing the device through a trocar. The piece was retrieved by the surgeon. The procedure was described as being long in duration and the device has been used for many applications. The surgeon opened another dissector and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.